Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amulet delivery sheath. The devices were prepared per IFU. During the procedure, after the occluder was partially re-sheathed the second time, it was noted that the device took on a bulbous shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 22mm amplatzer amulet left atrial appendage occluder. There were some interactions with the left atrial appendage. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause for the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.